Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle meter. The customer obtained readings of 366 and 49 mg/dl within a ten minute timeframe. When plotting the values on a parkes error grid the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.